Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the shaft broke. The device was removed, and the procedure was completed with a 2.75 x 38 synergy drug-eluting stent. No patient complications were reported. It was further reported that the target lesion had a significant bend. It was noted that an attempt to straighten a kinked shaft was made, and the shaft broke outside the patient.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system, catheter was returned for analysis. No issues were noted. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Visual, tactile and microscopic analysis was performed on the device. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the shaft broke. The device was removed, and the procedure was completed with a 2.75 x 38 synergy drug-eluting stent. No patient complications were reported. It was further reported that the target lesion had a significant bend. It was noted that an attempt to straighten a kinked shaft was made, and the shaft broke outside the patient.

Event description:
It was reported, that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous, and moderately calcified left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the shaft broke. The device was removed. And the procedure was completed with a 2.75 x 38 synergy drug-eluting stent. No patient complications were reported.